Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between november 3 and 5, 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked on the port. The leaks were as identified in the pharmacy prior to distribution to the ward. There was no patient involvement. No additional information is available